Event description:
The customer contact reported a delay in critical therapy following a leak. It was reported the vial was filled with an unspecified concentration of dilaudid and was loaded into an unspecified pt controlled analgesia (pca) pump to deliver in the continuous + bolus mode. No specific pump programming was provided. It was reported that after a first vial of medication was delivered, the second vial was loaded into the pca pump. After an unspecified length of time, the customer contact reported that solution leaked from an unspecified location of the second vial. The customer contact reported that the second vial was not replaced and the pt was delivered the medication via an unspecified injectable route. It was reported that the pt's "pain was not as controlled with regular injections as it was with first pca." There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. A rep device from the same lot is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.